Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device changeout when physician took device out of pocket, there was noticeable insulation damage on the atrial lead, and the beginning of insulation damage on the ventricular lead. The device did not exhibit any electrical anomalies prior to the procedure. It is unknown as to the type of insulation damage. Both leads were capped and replaced on (B)(6) 2018. The patient was in good condition prior to, during and after the procedure.